Event description:
The surgeon inserted the cortical fixation screw bilaterally at s1. Upon backing out the screw intra-operatively, the head of the screw separated from the screw shank. The difficulty extended the surgical time and the patient's time under anesthesia by ninety minutes.

Manufacturer narrative:
The device was destroyed during removal and is not available for evaluation. Without a lot number, a review of manufacturing records cannot be completed. Without a product sample we are unable to confirm the reported issue or identify the root cause. However, the noted damage and investigation conclusions on previous related complaints, suggests that the dislodgment of the head from the screw shank is a result of higher insertion torque requirements of inserting larger diameter/longer screws if not optimally prepared using a full diameter and full depth tap prior to screw placement. A CAPA was opened to investigate this risk and determine appropriate corrective actions. At this time, the complaint is considered to be closed.